Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. It was reported that the doctor advanced the wire across lesion successfully and one stent deployed to left anterior descending artery (lad). The patient went into ventricular tachycardia storm and was shocked multiple times. The decision was made to discontinue care. The patient expired. Medical safety review of the event note use of the device cannot conclusively be associated with the outcome (patient's demise).